Event description:
It was reported that a merlin.net transmission revealed myopotential oversensing. The oversensing was reproducible with coughing. Some programming changes were made, and dft testing was successful. Patient was asymptomatic.